Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 185cm pt²¿ guide wire was advanced to the target lesion. However, during the procedure, the tip of the guide wire broke off in the vessel. The device was removed from the patient's body and the procedure was completed with a different guide wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has distal tip damaged. The device has a distal tip section detached at 183cm from the proximal section exposing the wire broken (the section detached was not returned). The outer diameter (od) of the distal tip near to section detached, middle of the device, and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 185cm pt²¿ guide wire was advanced to the target lesion. However, during the procedure, the tip of the guide wire broke off in the vessel. The device was removed from the patient's body and the procedure was completed with a different guide wire. No patient complications were reported and the patient's status was fine.